Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the patient feels as though the screw heads are making contact with the left fossa component. A revision of the lefort, including the replacement of the mandibular components of the tmj device, will be performed.

Event description:
It was reported that the patient feels as though the screw heads are making contact with the left fossa component. A revision of the lefort, including the replacement of all components of the tmj device, will be performed.

Manufacturer narrative:
Additional information: d1, h6. Correction: b5, h5. The reported screwhead rubbing could not be confirmed, as imaging showed no mechanical failure or peri-implant tissue damage, and no evidence of screw malposition or looseness was found. The mandibular and fossa components will be revised bilaterally. The need for revision surgery is due to the patient's desire for further maxillary advancement. The tmj device is not the issue that required further surgery in this case. It needs to be revised to match the new desired anatomy of the patient with the new maxilla advancement. Accordingly, the revision surgery was not caused or contributed by the tmj implants. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.